Manufacturer narrative:
G4: 05oct2020. B4: 07oct2020. D4: (B)(4). H6: patient code updated. The respiratory therapist (rt) confirmed the unit was in use and the patient was switched to another unit ; however, there was no patient harm. The field service engineer replaced the power board and power cord to resolve the issue. The unit was tested and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23oct2020. B4: 23oct2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02619 was submitted. All information are submitted under the initially reported MFR. Report #:2031642-2020-02619. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported the device does not power on. There was no patient involvement or user harm reported. The field service engineer (fse) confirmed the reported failure. The (fse) replaced the power board and power cord. The investigation is still ongoing.